Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller reported the patient had several falls, started about 3 years ago and the most recent fall was about 1 week ago. They reported initially when they placed the communicator on the ins, the patient felt a little shocking sensation. They reported the handset/communicator is paired, but when they attempted to connect to the ins, they see the serial number and would not advance further, device not responding message seen. Caller reported ins pocket is not loose, but believe the ins may have flipped. Caller reported they tried the demo and patient's handset/communicator using the clinician and my therapy apps, both shows device not responding. Caller reported they are seeing the bluetooth solid light. They reported  no old parameters available for longevity calculation. Reset the communicator and powering the handset off/on did not resolve the issue. They were redirected  to the  patient's hcp.

Event description:
Additional information received from hcp. They clarified that hcp felt the skin and assumes the device flipped however it was not confirmed. The cause of the device not responding was unknown but said that it could be due to the number of falls patient had. The steps taken for resolution is that patient may look at replacement or explant. They had an appointment with the hcp in march. The issue is not resolved yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.